Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaws did not open before the second firing when a nurse checked opening/closing of the device after the cartridge was changed under the articulation position. When the doctor pressed the knife reverse switch, a motor sound was heard just a short time. The doctor did not use the device and another device was used to complete the case instead. There were no adverse consequences to the patient. After the operation, the device could be released without problem. The proximal end of cartridge was fired when the sales rep received the device.